Event description:
It was reported that a remote monitoring transmission was sent and it was noted there was high ventricular capture management and high ventricular lead impedance on the right ventricular (rv) lead. Chronic lead trends indicate this is ongoing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01 ipg, implanted: (B)(6) 2013. (B)(4).